Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was stuck. A field service engineer (fse) confirmed that the station was stuck in the initialization phase and did not proceed to the next steps to allow touchscreen access. After contacting the customer and performing multiple troubleshooting steps, the station was successfully corrected, restoring access. All compartments were accessible except the refrigerator, which was determined during the remote session to be the source of the application boot failure. The helmer refrigerator caused the application not to fully initialize and subsequently entered a reboot loop during troubleshooting. The fse will proceed on-site to further inspect the fridge and attempt resolution. The customer can successfully access all other station compartments without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was frozen while initializing device manager. Customer attempted troubleshoot with reboot. There were no delay or adverse events or injuries reported based on this event.